Event description:
The customer reported two occurrences of an asystole alarm that was not sent to the voalte wireless device. It was additionally reported that unspecified alarms were not going through in many units, not just asystole alerts. There was no patient injury or medical intervention reported. This event has been captured under hillrom complaint ref # (B)(4).

Manufacturer narrative:
The wave clinical platform is software intended to route, store, and display data, alarms, results and diagnostic information from medical devices, electronic medical records (emr), and clinical information systems (cis). The wave clinical platform is a remote monitoring platform that displays physiologic data, waveforms, alarms, results and diagnostic information routed through the platform from supported devices and systems. The wave clinical platform is intended for use in hospital or hospital type environments. The wave clinical platform is intended to be used by healthcare professionals for the following purposes: to remotely consult regarding patients¿ statuses; to remotely review other standard or critical near real-time patient data, waveforms, alarms, and results in order to utilize this information to aid in clinical decisions. The user manual contains warnings such as "the wave clinical platform is intended to supplement and not replace any part of the hospital's device monitoring or electronic data management systems. Do not rely on the wave clinical platform product as the sole source of alarms". When a bed is used in conjunction with voalte nurse call, the bed¿s exit alert notification, in addition to alerting at the bedside, is routed to designated communication devices (nurse console, patient station, dome light, mobile phone, etc.) And provides a visual and/or audible event alert notification at the designated device. A review of the alarm logs found on asystole alert at 11:37, but not at 12:11. Further inspection found the bed was showing as offline in ¿bedmaster¿ at the time of the event; the alert was not sent to the wireless device or nurse¿s station. ¿bedmaster¿ services had to be restarted. There was no serious injury reported in this event. However, if the caregiver were unable to receive an asystole alert, this could contribute to a serious injury or death if the issue were to recur. Therefore, this complaint is considered reportable.